Event description:
The pt complained of dizziness, non-auditory sensations and loudness fluctuations. The surgeon performed exploratory surgery during which inflammation of the mastoid cavity was found. As the surgeon was "cleaning up" the inflammation, the electrode array was damaged. The device was explanted and another was reimplanted. The pt is now "doing fine." The healthcare professional has been informed that the explanted device should be returned to MFR.